Event description:
A report was received that the patient was experiencing pain around the ipg site. It was also noted that the implant was still getting warm and hot. The physician did not see any signs of infection and prescribed gabapentin to the patient.